Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37761, serial/lot #: (B)(4), initial reported occupation is unknown. Analysis of the 37761, serial#: (B)(4), product type: recharger. Found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the desktop charger (dtc) had a broken connector pin, and that the patient was unable to charge their ins. The patient stated that their ins battery is "dead". A replacement dtc was sent. No additional patient symptoms or additional device complications were reported with this event.